Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v342038, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the display was showing a ¿call your doctor¿ icon and por (power on reset) condition. It was noted that the patient was going to adjust the device last night, but saw the por on the screen. The patient was directed to contact his physician to clear the por. Additional information had been requested, but was not available as of the date of this report.